Event description:
It was reported that the customer's blood glucose went over 600 mg/dl. Customer treated with 10 units of insulin. Troubleshooting was performed. The drive support cap appeared normal on the insulin pump. No air bubbles were found in the tubing. The high pressure test was performed and passed. The bolus history was accurate. It was advised the insulin pump was working as designed. Customer was advised to change the entire set, reservoir and insulin and find a different insertion site. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.